Event description:
It was reported that the blade broke off in the handpiece when outside of the sterile field. It was further reported that there was no patient involvement and the procedure was completed successfully using another device. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The quality investigation is complete. Device discarded by customer.

Event description:
It was reported that the blade broke off in the attachment when outside of the sterile field. It was further reported that there was no patient involvement and the procedure was completed successfully using another device. There was no adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete. Device discarded by the customer.